Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the reported startup issue was unable to be confirmed. No hardware abnormalities that would have resulted in the reported event were identified. The returned product functioned properly during the investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause for the startup issue and subsequent significant procedure delay could not be determined.

Event description:
During the procedure, the generator would not boot up and a significant procedure delay occurred. The generator was able to successfully start up following an hour of troubleshooting. The patient was under anesthesia and the troubleshooting extended the total procedure time by two hours. The procedure was completed successfully with the generator. There were no adverse consequences to the patient due to the delay.